Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the dso sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient called the hotline and stated that pump is alarming no disposable. Instructed patient to press start/stop button to silence alarm, reviewed settings res vol 218.0 ml, cont. Rate 5.0 ml/hr, vol given 10.55 ml and powered pump off. Closed clamp and removed cassette. Instructed patient to gently tap cassette to disperse air bubbles in the line and pressed green release. Replaced cassette and powered pump on. Attempted to restart pump but alarm persists. Instructed patient to power pump off, clamp remains closed on tubing, and cassette removed. Instructed patient to gently tap cassette to disperse air bubbles in the line and pressed green release. Replaced cassette and opened clamp on tubing. Pump powered on and pump continues to alarm. Pump powered off. No adverse patient effects were reported by the customer.